Event description:
It was reported via repair work order that the inadequate brake force due to a bent foot-end brake ring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.